Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient had symptoms of dizziness, frequent urination, dehydration and fatigue. The cgm was 46 mg/dl and the bg meter was showing, "high". The patient administered 6 units of insulin using the pump in manual mode. On the morning of (B)(6) 2025, the patient decided to go to the emergency room. The patient's mother drove him there as he was still having symptoms. At the ER, a bg was taken and it was also showing "high". They drew blood and his bg was 842 mg/dl. The cgm had already been removed when they arrived at the ER. The patient was treated with insulin drip and IV fluids. The patient was in the hospital until (B)(6) 2025. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.